Event description:
It was reported that the patients ipg was near at end of service. It was noted also that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was being held at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.